Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The physician was able to inflate the balloon, successfully deploying the taxus express2 8.8% drug eluting stent, and was able to deflate the balloon without incident. The physician noted the balloon was sticking to the stent more than usual. He reinflated and deflated the balloon, pulled a little harder on the balloon and it was successfully removed intact. There were no pt complications or injuries. The procedure was successfully completed.